Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 116 mg/dl. Customer reported that the buttons were unresponsive when he tried to bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.